Event description:
It was reported this pt underwent tracheobronchial stent placement in 2000 due to stridor. Several months post-stent placement, the pt again presented with stridor. Following an endoscopic exam, the stent was noted to be fractured. The stent was removed and another stent was placed. The pt's condition is good. The device is currently being evaluated by this MFR. Upon completion of the engineering eval, a supplement will be forwarded at that time. Without evaluating the device, co is unable to determine the exact cause for this event at this time. The co's directions for use state: "the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all alternative therapies have been exhausted."